Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposed of.

Event description:
As reported: "patient returned to clinic after experiencing pain. X-rays were taken and showed the nail had broken and nonunion. An initial explant removal surgery with I&d took place on (B)(6) 2022. Then a revision surgery followed and a standard scn nail was implanted on (B)(6) 2022."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. In relation to this complaint following statement of the t2 alpha¿ femur retrograde nailing system instructions for use can be mentioned: ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device." If more information is provided, the case will be reassessed.

Event description:
As reported: "patient returned to clinic after experiencing pain. X-rays were taken and showed the nail had broken and nonunion. An initial explant removal surgery with I&d took place on (B)(6) 2022. Then a revision surgery followed and a standard scn nail was implanted on (B)(6) 2022."